Manufacturer narrative:
Concomitant medical product: (B)(4) ICD, implanted: (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing and noise. It was noted that the lead was planned to be replaced, and it was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a fracture and a lead impedance warning.